Manufacturer narrative:
No code: chondrolysis. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 03-oct-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: unknown. Flow rate: unknown. Procedure: arthroscopic left shoulder evaluation, slap repair and capsulorrhaphy. Cathplace: unknown. It was alleged that the patient developed chondrolysis after use of the product after surgery on (B)(6) 2004.